Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was 186 mg/dl. The customer stated that the screen showed normal, but when he pressed the esc button, a pulsating black line showed in the middle of the screen with no wording. He noted that he was unable to get to the utilities or any settings. The issue was not resolved by a battery replacement. Advised replacement of the insulin pump. Nothing further reported.